Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 194 mg/dl. The customer does not use the sensor feature. They were unable to rewind the device. The customer stated that the insulin pump was exposed to MRI when it started alarming. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with constant motor error alarms during rewind due to a motor encoder signal out of phase. Unable to perform displacement test due to the motor error alarms. The pump also had a cracked lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.